Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that they were unable to pick up stimulation on the device during the case of thyroidectomy. They swapped all cables, taped down the ground and made sure the endotracheal tube was properly placed. They swapped the device for another unit, and the issue persisted. The surgeon was nearly finished with the clinical case, and completed it without the use of the device. There was no audible or visible alert to alert the hcp. The hcp claimed that they were touching a nerve and there was no response. The current delivery verification was working and audible. There was conflicting information as to whether the second unit was brought in and tried. They used the first device on a case on a thyroid on wednesday and it worked as it should with no issues . When the unit worked fine on the case that day, the surgical assistant said it was the other unit that did not work, hence the conflicting stories as to whether they tried both on the day of the original issue. Neither units appeared to have anything wrong with them. There was no patient impact.